Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer had not reported any symptoms and the customer was treated for the low blood glucose by drinking orange juice. Customer¿s blood glucose level was 39 mg/dl. The customer stated that the second time her blood glucose levels was 22 mg/dl occurred on (B)(6) 2017, she treated by drinking orange juice. Customer declined to troubleshoot for low readings. The customer also reported that the she has a symbol in the middle of the screen permanently. The product was returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to bleeding lcd glass. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.